Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's device was saying "to call zoll" and that they had received service codes 201 (belt/monitor unusable) and 107 (multiple abnormal shutdowns). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is underway. The reported problem (service codes 204, 107) has been confirmed. Upon initial evaluation, the monitor was constantly resetting when attached to an electrode belt, but started up normally when no belt was attached. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of root cause analysis. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.